Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood lost policy. During a routine hemodialysis treatment, it was reported that a high venous pressure alarmed occurred. Manual rinseback of the pt's blood was not performed, due to concern of clotting, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to insufficient heparinization by facility nurse. The cycler alarmed appropriately. There is no evidence of a device malfunction. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage considers this report closed.